Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. No images were submitted to review. Review of the submitted log files captured the reported controller exchange on 16may2026. No other notable events or alarms were observed, and the device appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(4)., with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D is currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 left ventricular assist system, including hemolysis. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an echocardiogram (echo) report which said there was a "mobile 1.7 x 0.6 cm mobile". A moderately echogenic linear mass was seen just above the "level the inflow cannula at the mid-left ventricular level". Their recent lactate dehydrogenase (ldh) was 955. The log files captured routine events and there were no notable alarm conditions or parameter changes seen in log. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.